Manufacturer narrative:
The reported product is not expected to be returned as the customer declined to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported inaccurate readings on the abbott diabetes care (adc) device. They received both low and high glucose readings, with fluctuations, a low of 56, and signal loss. The customer stated manual testing was not possible due to amputation and neuropathy. It is unknown whether the customer noted a trend arrow on the device. The customer self-managed by eating something. There was no report of death or permanent impairment associated with this event.